Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Test strips lot# 405010-21 were returned empty. Test strips lot# 409638-21 were used for investigation. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.2 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405010 and 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. On (B)(6) 2019, the result from the meter at 10:00 a.m. Was 6.6 inr. The result from the laboratory less than four hours later was 3.11 inr. On (B)(6) 2019, the result from the meter at 2:20 p.m. Was 6.8 inr. The result from the laboratory less than four hours later was 4.3 inr. The results from the laboratory tests were believed on both occasions. The patient's therapeutic range was 3.0 - 4.0 inr.